Event description:
Customer reported: bone holding forceps and a reduction forceps broke. Jaw broke off each instrument. This is report 1 of 2 for event #(B)(4).

Manufacturer narrative:
Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing documents were reviewed and no complaint related issues were found. A manufacturing evaluation was performed. The forceps show that one tip broke off. The microscopic view of the broken surface does not show any anomalies of material's structure. Too much force was applied to the tip causing one to break; with information provided unable to determine how that force was applied. This complaint is invalid from a manufacturing standpoint. Placeholder.